Event description:
(B)(4) has received a complaint from our customer about an incident involving a rollator allegedly distributed by (B)(4). The claimant reported that she was sitting in the rollator when a wheel snapped off, causing her to fall on the ground and break her arm requiring surgery. This MDR report is based on claimant's complaint.